Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. A complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion that breached the outer insulation, ptfe liner and exposed the outer coil proximal suture tie. The cause of the reported events was due to external insulation abrasion that exposed the outer coil consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions revealed that the right ventricular (rv) lead exhibited noise over-sensing, which resulted in high ventricular rate episodes. The rv lead was explanted and replaced. Upon removal, an insulation breach was noted on the rv lead. The patient remained in stable condition.